Event description:
A consumer reported that their diamondclean 9000 power toothbrush device exploded and the shaft broken. There was no indicated visible flame or property damage and no injury reported.

Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Customer mailing address was not provided. The complaint was received from a consumer in united kingdom. Manufacture date not provided or identifiable. Analysis results: product is not available for return to confirm a malfunction has occurred.